Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir had a crooked cap where it's inserted and that there were air bubbles. The customer declined helpline assistance for these issues.